Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted for intraventricular hemorrhage (ivh). The patient had been off of anticoagulation for a week. No additional information was provided.